Event description:
It was reported that the patient wanted the device explanted because it was bothering her, not helping her. The patient last saw her implanting health care provider (hcp) ¿two to two and half years ago¿ and her new hcp did not work with the device. The reporter stated that the reason the implant did not work was because ¿the hcp made a mistake, did not put the battery/lead in the right position.¿ the patient stated that it had not worked since implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot # v059852, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information reported the patient wanted to have the device removed so she can get an MRI for something that was not related to the therapy. It was stated the patient had a loss of therapeutic effect and that the implantable neurostimulator (ins) was only effective for the first couple years. It was stated the healthcare provider (hcp) removed everything except the battery, the caller thought it was only the ins that remained in the patient¿s body.

Manufacturer narrative:
(B)(4)